Event description:
Patient had lumbar fusion, levels l3 to l5, with click x system on (B)(6) 2012. Patient went for follow up, date unknown, complaining of pain. X-rays showed the left side rod had moved out of place, nonunion, and the right side of construct was still in place. Patient returned to or on (B)(6) 2012, hardware was removed, patient revised with new click x construct. The procedure was completed. This is 6 of 7 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.